Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro evh system dissection tip broke in 3 pieces in the patient's leg. They believe they were able to retrieve all the pieces. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning, as it was retained by the hospital.

Manufacturer narrative:
Method: the device will reportedly not be returned to (B)(4) for investigation. A lot history record review was completed for the product. There was no nonconformance which could be contributed to this failure mode. (B)(4).